Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the ipg was non-functional. The patient underwent ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the complaint stated that patient was receiving stimulation in different and wrong areas and felt shocking sensations in his arm and pain at pocket site. Additionally, it was reported that leads migrated significantly after patient suffered a serious fall. The complaint of the inability to communicate with the ipg during the revision was confirmed. The u2-application ic was damaged. Upon receipt, the device would not be charged nor linked to a test remote control even after two charging attempts. The device exhibited excessive sleep current leakage. The source of the device damage likely was the minimal amount of cautery used during the previous lead revision, as stated in the complaint. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported pocket pain.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the ipg was non-functional. The patient underwent ipg replacement procedure and was doing well postoperatively.